Manufacturer narrative:
The bipolar jaws forceps (cev130) was returned for evaluation: the device history record (DHR) was reviewed for the reported lot number and no anomalies that could be associated with the complaint were observed. Failure analysis: evaluation of the bipolar jaws forceps verified the complaint reported by the customer as valid. The jaws remain locked in closed position. Root cause analysis: the root cause of the reported failure is undetermined as the instrument has been repaired and modified by an external service provider. It was noted that they changed the coating and added resin to the electrical connection.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during laparoscopic appendectomy, the bipolar jaws forceps (cev130) was blocked with appendix inside. Staff managed to free the appendix by using an electrosurgical hook. It was reported that the event led to a 20-minute increase in surgery time. No patient injury occurred. It was noted that the patient was a child.